Event description:
Clinical report states that patient was revised to address aseptic loosening.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
**Update** 2/5/2013 - patient's medical records were received. Records indicate that upon revision, poly wear of the insert was found. The insert was added to the complaint. (Left knee). **update** 02/12/2013 - x-rays were received. The complaint was re-opened. The products associated with this reported event were not returned for examination. A search of the complaint database did not show any additional reports against the lot codes. The patient's high activity level over the extend length of time of implantation has led to an increase rate of polyethylene wear causing osteolysis and the reported loosening. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. A search of the complaint database did not show any additional reports against the lot code. The investigation could not draw any conclusions about the reported event based on the provided information. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.